Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber was not returned to fisher & paykel healthcare for evaluation. The investigation is thus based on the information provided by the customer, and our knowledge of the product. It was reported that a mr290v chamber was leaking water during use. We are unable to determine what had caused the leak from the chamber. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water during use. There was no reported patient consequence.